Event description:
On (B)(6) 2012, the reporters (patient's parents) contacted animas to report that the patient's blood glucose (bg) results have been elevated. The patient's bg last night was 413 mg/dl. The patient received a correction bolus and 2.5 hours later, the patient's bg was at 390 mg/dl and then in the morning, it was 378 mg/dl. The patient did not have any ketones and no reported signs or symptoms. The patient is (B)(6), is currently going through puberty, and has been having elevated bg levels when sedentary. The patient's health care professional had adjusted the patient's basal rates last week and reportedly still may need more adjusting. The animas customer support representative (csr) reviewed the pump with the reporters. It was noted that there were no reported issues with the cartridge and infusion site. The pump settings and pump history were reviewed: they were confirmed to be set up correctly and programmed as desired. The prime history indicated low prime volumes on (B)(6) 2012. The reporters claimed that the tubing and site is replaced with every site and that they go through the complete priming process. Through troubleshooting, the csr noted that the pump was not recognizing the cartridge. There is no indication that the pump caused or contributed to an adverse event since the patient's reported bg result does not meet animas criteria for a serious injury. However, this complaint is being reported because the pump was not detecting the filled cartridge. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box download history showed no evidence of loss of prime and no cartridge detected alarms. The pump rewind, load, and prime steps were performed with no loss of prime. The pump was exercised for 24 hours on a one unit per hour basal program with no loss of prime. The force sensor calibration was in specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).